Event description:
Customer reported test results for hemoglobin and hematocrit did not match when using the coulter lh 750 hematology analyzer. The customer also reported the platelet counts were low and the white blood cell (wbc) diluent pump had an air leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found both the red blood cell (rbc) and the white blood cell (wbc) diluent dispensers with air bubbles during operation. The parts were over three years old. He replaced both diluent dispensers to resolve the issue.